Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) discovered that the patient line was not properly primed before connection. The technical service representative (tsr) assisted the hp in ending therapy. The tsr reviewed proper procedure with the hp and advised the patient to restart therapy with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient connecting to an incompletely primed patient line was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.